Event description:
It was reported that the patient presented in the clinic for a follow-up. Device interrogation revealed dislodgement of the atrial lead, which was subsequently confirmed through diagnostic imaging. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning the distal end of the lead, the helix was able to extend and retract by applying torqued directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.